Event description:
Granulation tissue with an abscess[granulation tissue]. Granulation tissue with an abscess[gingival abscess]. Case description: spontaneous device report, argus # 2004231395us. Cross-reference with pfizer consumer health care MFR control # 2004058577 (neosporin case). A dentist reported that a pt presented to doctor's office with an abscessed tooth in 2004, which he extracted. The pt came back to his office in 2004 with unhealthy tissue in the site of the extraction. The dentist indicated that he cleaned the area and used a packing of neosporin and gelfoam (gelation) (lot 10kfm/exp 2006) to stop the bleeding. The packing was on for about 30 minutes and then it was removed. The pt returned to the dentist's office a week later with the same condition. The pt was referred to an oral surgeon. The oral surgeon indicated that he first saw the pt 2 months later, and they were experiencing "hyperplastic tissue exuding through the extraction site" and necrotic bone was also found. He excised this tissue and sent it and the necrotic bone to the pathology lab. A pathology report of the excised tissue and the necrotic bone indicated "granulation tissue with abscess". He saw the pt on two more occasions, the following day, and 25 days later and he had to excise tissue from the extraction site both times. He reported that it appeared to be a "foreign body reaction", described as pus-like, edematous tissue, however he did not see any residual particles of gelfoam or anything else in the wound. The pt has not recovered from the event and is still being seen by both the oral surgeon and the dentist. The oral surgeon was not sure what was causing this reaction; he was most concerned about the use of neosporin in the mouth. The dentist who used the gelfoam indicated that he was absolutely certain that gelfoam had nothing to do with this reaction, since the pt had exhibited unhealthy tissue prior to gelfoam use. Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.